Event description:
A report was received that, following a non-device related fall, the patient was experiencing localized pain near her ipg site. The patient does not recall if she fell on the ipg. The patient was prescribed lidoderm patches.

Event description:
A report was received that, following a non-device related fall, the patient was experiencing localized pain near her ipg site. The patient does not recall if she fell on the ipg. The patient was prescribed lidoderm patches.

Event description:
A report was received that, following a non-device related fall, the patient was experiencing localized pain near her ipg site. The patient does not recall if she fell on the ipg. The patient was prescribed lidoderm patches.

Manufacturer narrative:
Serial number (B)(4). The returned lead passed mechanical tests performed. Visual (microscope) and x-ray inspection of the lead revealed four cables were completely broken at the bent/kinked location of the lead. This location appears to be the suture site. The broken cables resulted in the reported complaint of high impedance. Serial number (B)(4). A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Lot# 14304850 (B)(4) visual inspection of the device revealed that both eyelets of the clik anchor were torn. The fall most likely exerted a high pull force on the lead. Since the lead was securely attached to the anchor, most of this tensile force was likely exerted onto the anchor eyelet, causing the eyelet to rip.

Manufacturer narrative:
Additional information was received that the lidoderm patches did not resolve the issue. The patient underwent a revision, during which, the ipg was buried deeper inside the existing pocket. Also during the revision, high impedances were noted on one lead. The lead and the anchor were explanted and the patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description:linear st lead, 70cm. Model: sc-4316, lot number: 14304850, description: next generation anchor kit-sterile,